Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd ms3 pumps complaint of not alarming during occlusion testing was not confirmed during functional testing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommend to install software as preventive measure action taken to updated software as preventative

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 does not alarm during occlusion testing. No patient involvement.